Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the threads sheared off of a screw. This occurred while removing the screw from the patient, after the screw had already been inserted and the surgeon decided to change it. Reportedly, the thread sheared off in a tight, thin coil. It was suggested in the report that it possibly caught on the edge of the plate while unscrewing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Without a lot number, the device history records review could not be completed. The device was received and the condition was confirmed. The screw thread sheared off. The measurable dimensions of the complained screw could not be checked for its specification as there was no lot number provided. The cause is unknown.